Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event -(B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a back surgery in 2012 which caused nerve damage and that is why she had the interstim device implanted. The patient stated the ins was not helping to completely empty their bladder. The patient stated that they still had bladder infections and had to self-catheter intermittently.the patient stated the ins never really helped since implant. Patient stated at first they would use the patient programmer (pp) to "run it up and run it back" and would turn stimulation up and down a lot and sometimes that seemed to work.patient stated that if they set it at 3 for example and just left it there they would become incontinent.patient stated the trial was not 100% successful. Patient services specialist (pss) reviewed a 50 percent or greater reduction in symptoms is considered a success and asked if the patient had that,patient stated they just wanted it to work so badly.patient stated for a while they didnt have to self-catheter because they were using it in an "unorthodox" way like a spicket, running it up and down but then other things came up and they couldn't use the pp that often.patient mentioned that currently their pp was lost and they were working with someone to get it replaced.patient mentioned they had a neck and back surgery recently where they took out all of the hardware in their spine (not related to medtronic device therapy)and since then they have had constipation, which was causing bladder infections. Patient stated that they had to take laxatives for that.the patient was wondering if we had other devices that they could use toget their colon and bladder working better. Pss reviewed interstim ii was the most current model device we had for bladder/bowel.pss redirected the patient to the health care provider (hcp) to discuss symptoms.patient stated they had an appointment on (B)(6) but they may call the hcp office to get that moved up.the patient stated they had neuropathy in their right foot from all of back operations and stimulation will set off the nerve in their right foot. Patient stated they were wondering if they could move the ins to the other butt cheek. The patient stated they thought that the ins was still running because they still felt that sensation in that nerve in the right foot. The patient was also wondering if the lead had been dislodged because they had had a lot of falls.no further patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported a recent back surgery, ¿so sick¿, too weak and couldn¿t sit up to the computer, bladder infection, water retention, dehydrated, anesthesia can be slow to leave the system.